Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 6.1mg tpa bolus was given IV push; this was followed one minute later by tpa 100mg in 100ml programmed as a primary infusion to run at 55.1 ml/hour, with a volume to be infused of 55.1 ml. The primary nurse remained in the room during the infusion, and noted a decline in the patient's neurological status; approximately 15 minutes after the infusion was started the pump alarmed that the infusion was complete. When the nurse checked the pump they noted that the entire vial of tpa had infused. When the device settings were checked the rate was confirmed to be 55.1 ml/hr and the vtbi was 43.2 ml, with a remaining time of 47 minutes. The nurse checked the floor and the patient's bedding to see if there had been a leak in the tubing, and none was found. Two head CT's were done and no hemorrhage was noted. The patient was noted to have had "another small cerebral infarct" but the customer doubts that the infarct would be the result of the alteplase.

Manufacturer narrative:
The customer¿s report of a possible overinfusion was not confirmed. The pcu event log shows that at 5:01 pm on (B)(6) 2016 the pump module was programmed to infuse a custom concentration of alteplase cva/ami infusion stroke weight based dosing at 55.1ml/hr with a vtbi of 55.1ml to infuse in 1 hour. The infusion continued until 5:16 pm when the device alarmed for air in line and then was channeled off. The volume recorded as being infused during this period was 11.944ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. The root cause of the possible overinfusion was not identified.

Manufacturer narrative:
The primary set was returned for investigation. Functional testing was performed; no leaks were observed on the set. The root cause of a possible overinfusion was not identified.